Event description:
It was reported that the system 9800 would not rotate completely. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Circuit boards and cables were reseated during the service call. The system was tested and found to be working as intended and placed back into service.